Event description:
It was reported that the pump battery was able to be charged, but the charging would be slower than expected. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.